Event description:
The tip broke off of the cortac tunneling device while tunneling through tissue. Required a 1.5-2cm extension of stab wound incision to dissect through the tissue to retrieve the tip that had broken off. Surgeon then needed to create a new exit site tunnel, utilizing a new cortrac.